Manufacturer narrative:
The evaluation of the returned portion of the driveline confirmed wire damage that could have contributed to the reported pump stoppage event that was captured in the submitted log file. Although damage was observed during the investigation, it was reported that the patient continued having low speed and pump stop events. The submitted log files contained data from 14mar2019 to (B)(6) 2019 and 06may2019 to 09may2019. The log file captured low speed events, as well as pump stop events within the files, while the patient was supported by the mpu. Based on past experience with the hmii lvas and similar reported events, these findings on could be indicative of driveline damage. Additionally, the patient continued to have low speed and pump stop events after the driveline repair, however the cause could not be determined. A distal-end driveline replacement was performed on (B)(6) 2019 under work order (B)(4)and approximately 14¿ of the external portion of the driveline was returned for evaluation. It was noted that a previous clamshell repair was observed (performed on (B)(6) 2017 under work order (B)(4)). The pins of the metal connector appeared free from deformation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Visual inspection of the driveline revealed blue rescue tape on the outer silicone jacket at approximately 2.5-3.5¿ from the metal connector. Removal of the rescue tape revealed tears in those locations; however, no damage to the bionate layer was identified. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use on the distal portion of the driveline; however, severe breakdown of the metal braided shield was observed adjacent to the metal connector and at approximately 2.5-3.5¿ from the metal connector. Visual inspection of the wires confirmed a breach to the insulation of the yellow wire at approximately 11¿ from the metal connector. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. The driveline was then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the yellow wire contacted the braided shield while operating on the mobile power unit (mpu), the resulting short to ground would have resulted in the low speed and pump stop events that were confirmed through the submitted log file. Following the repair, the patient was expected to be released home on regular grounded patient cable. On 09may2019, it was reported that the patient continued experiencing pump stop and low speed events while supported by the mpu. Multiple requests for additional information regarding this event were sent to the account. No further information was provided. The patient remains ongoing on heartmate ii lvas,. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index. This document addresses all system controller alarms and how to respond to such events. Both of these documents contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling.

Event description:
Additional information: after the previously reported percutaneous lead repair (manufacturing report number 2916596-2019-01559), the patient experienced additional pump stop and low speed operation alerts. This event has been previously linked to an internal driveline short to shield. No further information was provided.

Manufacturer narrative:
The percutaneous lead was returned for investigation. The evaluation is not yet complete. Approximate age of device: 3 years and 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced multiple pump stops and speed drops on (B)(6) 2019. Per the account, the patient received a full length percutaneous lead repair on (B)(6) 2019. No further information was provided.